Manufacturer narrative:
H6: device code c53269 no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the catheter was explanted as there was no csf (cerebral spinal fluid ) return from the catheter. No further complications were reported or anticipated regarding the event.

Event description:
Additional information received reported that there was no cause reported for the increased pain and withdrawal symptoms, the patient just stated she started having increased pain. There was no cause for the lack of csf (cerebral spinal fluid) drainage. Per the reporter, the patient did not have withdrawal symptoms following the revision, they had overdose, the pump was turned down to minimum rate and the patient was placed on a narcan drip. The overdose was resolved. The patient was home now and doing well. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2022, UDI#: (B)(4); product ID: 8731, serial/lot #: (B)(4), ubd: 14-nov-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving morphine (16mg/ml at 1.6 46mg/day), clonidine (4000mcg/ml at 411.4mcg/day), and bupivacaine (30mg/ml at 3.086mg/day) via intrathecal infusion pump for non-malignant pain. It was reported that one month ago (B)(6) 2020 the patient had a CT scan that showed a break in the catheter and the patient recently reported increased pain. During catheter revision the catheter was not found to be broken but there was no csf return. The old catheter was partially removed leaving a spinal segment. However, there was no csf drainage from the remaining segment and the spinal point of entry couldn¿t be found so the remaining segment was tied off at the spine. A new catheter was placed and connected to the pump with good csf return. The patient was in the ER 24 hours later (B)(6) 2020 with withdrawal symptoms. The pump was turned down to minimum rate at 10am. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 8780; lot# serial#: (B)(6); implanted: on (B)(6) 2020; product type: catheter; product ID: 8731; lot# serial#: (B)(6); implanted: on (B)(6) 2004; explanted: on (B)(6) 2020; product type: catheter; product ID: 8709; lot#serial#: (B)(6); explanted: on (B)(6) 2020; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.